Event description:
The customer reported that the device failed to discharge during a pt event. The pt was being resuscitated in a prison clinic by a physician and other staff. The prison medical staff had attempted 3 shocks but they did not convert the pt rhythm. The medics attempted to shock the pt with this device, but the shock failed. The users switched immediately back to the clinic's defibrillator and continued care. The involved pt died, but the customer has stated that the device behavior did not play a role in the pt outcome as he was immediately defibrillated again with the clinic defibrillator.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge during a pt event. The pt was being resuscitated in a prison clinic by a physician and other staff. The prison medical staff had attempted 3 shocks but they did not convert the pt rhythm. The medics attempted to shock the pt with this device, but the shock failed. The users switched immediately back to the clinic's defibrillator and continued care. The involved pt died, but the customer has stated that the device behavior did not play a role in the pt outcome as he was immediately defibrillated again with the clinic defibrillator. The event file was reviewed and showed a shock failed message during this event. The device was returned to philips for evaluation and the reported symptom was reproduced. The processor pca was replaced to resolve the symptom. After passing all standard testing the device was returned to the customer.